Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forces instrument was analyzed and found to have a broken grip at the grip base by the force amp pulleys. A piece approximately 0.0575" x 0.1165" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure when the customer was inserting the tools, a fracture in the joint of the prograsp forceps instrument with the help of the camera inside the patient was seen. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the customer confirmed that the missing material and damage found during failure analysis occurred outside of a surgical procedure. There was no report of fragments falling from the device while used within a patient. The customer confirmed that the patient did not return to the hospital due to any complication.

Event description:
Refer to h10/h11 for follow-up information.